Manufacturer narrative:
The initial investigation was performed on user synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial analysis, the sensor performance had deviated from normal behavior. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for the return and replacement of sensor. The sensor was tested in-house and the investigation revealed an led crash (permanent loss of signal and reference signals) which is the root cause of the reported inaccuracy. As part of resolution, the customer was given a sensor replacement. No further investigation was found necessary for this complaint. Date of this report updated to 8 may 2024. Is this device available for evaluation? Yes, 18 march 2024. Date received by manufacturer? 26 april 2024. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. Patient mentioned missing a calibration by several hours and the system went back to initialization phase which requires 4 calibrations. Since the second calibration, the system started displaying low glucose values, but in actual the glucose was not low. A review of the system performance in data management system (dms) suggested a deviation in system performance due to which a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.